Event description:
Customer reported the system is down and will not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. System operates as intended.